Manufacturer narrative:
Manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the returned catheter did have striations, wrinkles present in the middle of the balloon material, which is consistent with the balloon material being twisted. However, functional testing of the sample did not reveal any twisting abnormalities during inflation or deflation. A fluoroscopy image from the physician was provided, demonstrating the twisting balloon during inflation at the target lesion. It was reported that the lutonix dcb was prepped per the IFU and the hcp delivered the lutonix dcb over an 0.014 csi viperwire guidewire. The hcp reportedly did not use a twisting motion during advancement, but did use a linear push technique with the lutonix dcb. Under fluoroscopy, while the lutonix dcb was inflated, reportedly a portion of the balloon did not inflate. No additional balloon was used to complete the procedure, since this was the second lutonix dcb used on the patient for this target lesion. No adverse patient outcomes were reported. The root cause could not be determined based upon the available information received from the field communications labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the left superficial femoral artery, the drug coated balloon allegedly twisted and was difficult to inflate. No further treatment was needed. There was no reported patient injury.